Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. The designer of this device, was notified of this complaint and an investigation was conducted. Review of the design files shows all parts were planned and designed conforming to applicable work instructions. The digital file reveals that the left mandible implant was symmetric to the patient's anatomy of the right mandible. The planning notes state to "keep more medial to match close to sagittal gonial angle." The symmetry of the implant to the gonial angle is seen when comparing the planned resections model with the actual resections that was performed. Comparing the planned resections with the scans that were taken to prepare for the new implant design, showed that the resections were not properly removed. There is interference between the planned implant position and the patient anatomy. The improper resection resulted in the implant being in a different position than intended. Review of the device history records identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a user error, as the bone resection was not completed as planned. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A4: patient weight - it was reported that the patient's weight is normal.

Event description:
It was further reported that the implant did not fit correctly anteriorly during the operation and created a gap between the leg and the prosthesis.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). G2: foreign - sweden. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent tmj replacement surgery on an unknown date. Subsequently, a revision surgery is planned due to sub-optimal positioning, good function, and to an obvious asymmetry due to anterior bone formation under the not so well-fitted plate. However, no revision procedure has been reported to date. Attempts have been made and no further information has been provided.